Event description:
It was reported that the patient went to the emergency room after hearing a patient alert. The right ventricular lead had increased and was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.